Event description:
It was reported that a carealert transmission at quarter past two in the morning on sunday alerted the clinic twenty-four hours later on monday at approximately two in the morning. It was further noted that "the clinic should have been notified sunday [m]orning." No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.